Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 199 mg/dl. Customer stated that the insulin pump screen was not completely blank. Customer reported that they are unsure if an alarm occurred during or after and the buttons stopped responding. Customer also reported that the insulin pump had battery out limit alarm. Customer stated that the unable to clear alarm. Customer stated that time was not advancing. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, a21 error test, rewind or verify unexpected battery power loss due to frozen display.